Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 12/21/2021. H.6. Investigation: a device history record review was completed for provided lot number 201211. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this incident, two unpackaged needle samples were returned for evaluation by our quality engineer team. The samples were examined and foreign matter could be observed on the cannula surface. The foreign matter was identified as epoxy, which is the glue used to join the cannula to the hub component. This issue occurred in the assembly process when the adhesive was added to the hub, due to some temporary stoppage or malfunction in the epoxy dosage machine. Consequently, a higher quantity of epoxy was added, resulting in the observed defect.

Event description:
It was reported that needle 25ga 1in contained foreign matter. The following information was provided by the initial reporter: "customer reports: on two different incidents regarding microlance needle 25g sku 300400, there was white dirt/foreign matter noted on the surface of the needle. "

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 201211 medical device expiration date: 2025-11-30. Device manufacture date: 2020-12-02. Medical device lot #: 210425. Medical device expiration date:2026-03-31. Device manufacture date: 2021-04-12. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle 25ga 1in contained foreign matter.the following information was provided by the initial reporter: "customer reports: on two different incidents regarding microlance needle 25g sku 300400, there was white dirt/foreign matter noted on the surface of the needle. "